Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump confirmed damage to the latch arm of the cuff lock. Although a specific cause for the initial difficulty unlocking the cuff lock from the apical cuff could not be conclusively determined, the subsequent damage to the latch arm would have contributed to the reported engagement issue during later attempts. (B)(6) was returned assembled with the pump cable intact. The cuff lock was returned in the default position (not locked). The modular cable was not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The apical cuff was not returned. Visual inspection of the cuff lock as-returned found that the latch arm was bent up and inward, causing it to sit over the adjacent area of the lock hardware. In this position, the latch arm would have collided with the cover plate while attempting to slide the lock closed, making engagement of the lock impossible. The body of the pump, adjacent to the cuff lock, showed impressions and scraping that appeared to be due to the use of a tool while disengaging the lock. The successful first connection of the pump, marks on the pump body, and deformation of the latch arm are consistent with the latch arm being pried up and deformed during the time the pump was detached from the apical cuff. Review of manufacturing documentation (which includes measurements, functional testing, and visual inspection of the cuff lock for damage) found no deviations in manufacturing or quality assurance specifications. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A specific cause for the reported event (initial difficulty disengaging the pump from the apical cuff) could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of shop order (B)(4) found that the steps for installing the cuff lock assembly, performing cycling, and inspecting the cuff lock for damage were successfully performed. The step for the cuff lock latch engaging with a dummy apical cuff also passed. The cuff lock was inspected for damage, bends, and scratches. No deviations from manufacturing or quality assurance specifications were observed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that during implant, the surgeon needed to disengage purple lock to remove pump from apical cuff for a period of time. The surgeon attempted to unlock with the surgical hand tool first, without luck. The clinical consultant (cc) was on-site and was able to talk surgeon through the unlocking process (i.e. Twist tool once engaged with lock). Surgeon was unable to unlock with the surgical hand tools and next tried a kelly, at the recommendation of the cc. The surgeon ultimately disengaged purple lock. It was immediately recognized by surgeon and cc that purple lock was bent. Decision was made to exchange device. The device will be returned for further evaluation. No additional information was provided.